Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench evaluation. Results of functional testing indicated no speaker sound at start up test. Speaker had no sound in the mt56060 tool. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced and the device was returned to the customer.

Event description:
It was reported that the device had a speaker malfunction. The device was not in use on a patient at the time of the event.